Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. Products: 5076-52 lead implanted 2005 (B)(6); 4543 boston scientific lead implanted 2005 (B)(6). (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead indicated noise and a possible fracture. During the lead revision procedure, the physician attempted to put the left ventricular (lv) lead into the device's right ventricular (rv) port. The setscrew had been unscrewed too far, however, and could not be re-engaged. The device was removed and replaced. The rv lead was capped and replaced using the existing lv lead. No patient complications have been reported as a result of this event.